Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in total cerebral angiography and the procedure was completed without any delay by moving the geometry manually. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry could not move. During troubleshooting, the fse checked the geometry visually and found the button in hand grid of l arm cannot bounce back after pressing it, which caused the long directional movement to remain manual control condition and could not do motorized control. The fse replaced the handle. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized c-arm movements become unavailable, the user can move manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. In this case, the user was able to complete the procedure by moving the c-arm manually. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, at the beginning of a brain angiography examination, the customer found that the system's c-arm navigation buttons were not working as expected and the c-arm could not be operated properly. The procedure was discontinued. Although harm has been reported, at this time, no information regarding any actual harm or injury to the patient is available. Philips has started an investigation of this complaint.